Manufacturer narrative:
The technician found the siderail release handle came loose from the cable that runs through the center lift arm weldment. He reattached the cable to the siderail release handle to repair the bed.

Event description:
The nurse stated the left head siderail handle is loose and the siderail will not latch in the up position. No injuries.